Event description:
It was reported the device replaced after pt went into withdrawal after refills, two times. The drug in the pump was baclofen. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u will be sent when the analysis is complete.